Manufacturer narrative:
The unit was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. There were no excessive no delivery alarms. The unit had a cracked case at the display window corners, a partially broken reservoir tube lip, a partially broken belt clip slot, a minor scratched lcd window, and a stained end cap sticker.

Event description:
The customer's mother called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels and no delivery alarms. The customer's blood glucose reading was 511 mg/dl. The customer's symptoms included difficulty breathing, a headache, nausea, vomiting, and abdominal pain. The customer treated with the insulin pump. The customer was wearing the device at the time of admission. The cause was diabetic ketoacidosis. The caller performed most troubleshooting and did not find any problems. The caller declined to perform the high pressure test. The customer's device was replaced, and was advised to return their device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.